Event description:
Falsely elevated troponin I results were obtained on two patient samples analyzed within a 24 hour period. The 4.1 ng/ml result for patient 1 was reported to the physician. The 10.56 ng/ml result for patient 2 was not reported to the physician. The original samples were retested on an alternate analyzer and negative results were obtained. It is unknown if patient treatment was prescribed or altered as a result of the falsely elevated troponin I results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was conjugate splash from sticking mixers.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was conjugate splash from sticking mixers. Dade behring field service was dispatched to the site. The instrument is now performing within specifications.